Event description:
It was reported that the patient presented after a syncopal episode. The implantable pulse generator (ipg), which had reached end of life (eol) nine months prior, exhibited intermittent loss of capture. The device was interrogated the following morning at which point non-capture was observed and the patient went asystolic. Transcutaneous pacing was attempted unsuccessfully and the patient remained asystolic for one to two minutes until an escape rhythm presented. The ipg then began capturing intermittently and the patient regained consciousness. It is presumed that the interrogation diverted power from capturing since the device had reached eol. The physician does not plan to replace the device at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.